Event description:
The pt was implanted with a +21.0d intraocular lens following a cataract surgery. At the follow up visit, the pt had a 1.5 refractive error. The lens was explanted and replaced with a +19.0d intraocular lens.

Manufacturer narrative:
Results: the lens was received for eval. The dioptric power of the lens was measured and the results indicated that the lens was correctly labeled as a +21.0 diopter intraocular lens.